Event description:
Patient having laparascopic cholecystectomy. Trocar placed through abdomen and cracking sound heard by surgeon. Liver laceration noted and treated with surgical. When trocar removed following procedure completion, it was broken off at the end. Missing piece not located.